Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in the emergency room stating he had received two inappropriate shocks, in which one shock had made him fall on the floor. Upon interrogation, it was observed that no therapy had been given. The next day, on (B)(6) 2019 patient sent remote transmission to physician¿s office. Upon review, it was noted that the charges from the remote interrogation from (B)(6) 2019 to (B)(6) 2019 indicated that the charges were the same. No intervention was performed. Patient was stable.